Manufacturer narrative:
Initial reporter's phone number: (B)(6). (B)(4). A partially deployed ultraflex tracehobronchial covered distal release stent was received for analysis. Visual examination of the returned device found two kinks at the distal end of the shaft. The delivery system was found detached/ separated, and the other section of the delivery system was not "returnbed". The stent deployment suture was also detached/ broken. No other issues with stent and delivery system were noted. The kinks noted in the shaft are consistent with excessive force being applied to the delivery system during use. The detachment of the delivery system and the stent deployment "sture coud" be a result of device manipulation post procedure outside the patient. The failure reported may be due to procedural factors, such as, handling of the device, the techniques used by the user and normal procedural difficulties encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be used to treat a 1 cm malignant stenosis in the distal bronchus intermedius during a stent implantation procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, a guidewire was placed through the stenosis and over the guidewire the stent system was positioned in the desired location. During deployment attempt, the physician started to release the stent; however, the first knot broke and the next knot did not open. The physician continued to pull the stent deployment suture and the stent flipped over and was deployed partially. The device was removed from the patient and a different stent was placed to complete the procedure. Note: this event has been deemed an MDR reportable event based on investigation results which revealed the shaft was detached/ separated.